Manufacturer narrative:
An evaluation of the device cannot be performed as the device(s) was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that "patient's husband e-mailed stryker and stated "anita had a knee revision."